Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
The physician reported ventricular capture failure and high ventricular lead impedance following implantation of the subject device. Ventricular threshold >3000 ohms. A re-intervention was performed to replace the pacemaker.

Event description:
The physician reported ventricular capture failure and high ventricular lead impedance following implantation of the subject device. Ventricular threshold >3000 ohms. A re-intervention was performed to replace the pacemaker.